Manufacturer narrative:
Retainer ring = black. On 10/01/2021 the customer alleged power loss alarm and cosmetic damage(cracked backside of pump) causing high bg's. The test p-cap locks properly in place in the reservoir compartment noted. Device received with keypad overlay texture damage, minorly scratched lcd window, cracked keypad overlay, cracked case above arrow and battery icon, pillowing keypad overlay, and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found power loss alarm on the event date of 10/01/2021 at 01:07:31 and 01:07:41; however, found: replace battery now alarm on 10/01/2021 at 00:55:00 and 01:05:00, device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. No unexpected power loss and replace battery now alarms during testing. In summary, insulin pump passed required testing, thus no confirmed device issues. Customer alleged for power loss alarm was confirmed. Customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was turned off unexpectedly due to which customer experienced high blood glucose. Customer's blood glucose level was 485 mg/dl. Customer's current blood glucose level was 230 mg/dl. Insulin pump was cracked on the back side. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.